Event description:
It was reported that during a previously scheduled service call, the getinge service territory manager (stm) noted the hours on the scroll compressor were exceeding factory specifications. There was no patient involved and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4(unique identifier (UDI) #), g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: h4. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
***An initial emdr for this complaint was incorrectly submitted. The reported event is not a malfunction of the iabp unit and was incorrectly submitted as a product malfunction. This record will be retained in our database for trending purposes. Please cancel in your database. Updated fields: b4, g4, g7, h2, h10.

Event description:
It was reported that during a previously scheduled service call, the getinge service territory manager (stm) noted the hours on the scroll compressor were exceeding factory specifications. There was no patient involved and no adverse event report. ***an initial emdr for this complaint was incorrectly submitted. The reported event is not a malfunction of the iabp unit and was incorrectly submitted as a product malfunction. This record will be retained in our database for trending purposes. Please cancel in your database.

Manufacturer narrative:
The getinge stm replaced the scroll compressor, related filters and the 9v battery. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use.

Event description:
It was reported that during a previously scheduled service call, the getinge service territory manager (stm) noted the hours on the scroll compressor were exceeding factory specifications. There was no patient involved and no adverse event reported.